Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain"), genital haemorrhage ("bleeding edge"), autoimmune disorder ("autoimmune disorders") and pregnancy with contraceptive device ("pregnancy") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective ". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and complication of pregnancy ("complicated pregnancies") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, pregnancy with contraceptive device and complication of pregnancy outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered autoimmune disorder, complication of pregnancy, genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.